Event description:
Customer was admitted to hospital for high blood glucose. Family member did not want to trouble shoot pump. Family member state customer has started to use different insertion sites to give their abdomen area a rest as scar tissue is present. Customer used the quick set 9mm in their arm, where not enough sub q tissue is present. Family member stated ok changed set multiple times but blood glucose never came down.